Event description:
The customer's spouse reported via phone call that customer experienced low blood glucose. Customer's blood glucose was 54 mg/dl. Customer did not stated any symptoms and treatment related to low blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that there was hairline crack on the battery compartment. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked window, cracked case, cracked battery tube thread, cracked battery tube case. Cosmetic damage was confirmed at the battery tube case.